Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this article. Please reference related manufacturer report no: 2015691-2023- 10291, 2015691-2023- 10292, 2015691-2023-10293, 2015691-2023-10294, 2015691-2023-10295, 2015691-2023-10296, 2015691-2023-10298, 2015691-2023-10299, 2015691-2023-10300, 2015691-2023-10301 as the valve serial number was not provided, a device history record and lot history review were unable to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the event was unable to be confirmed, a complaint history review is not required. As no product was returned, no visual inspection, functional testing, or dimensional testing could be performed. No imagery was provided. Per the event details, the date of the event is unknown; however, the article was received for publication on the 28th of november 2021. The 'received for publication date' is being used as the occurrence date, therefore the revisions of IFU and training materials were referred to the occurrence date of 28-nov-2021. The s3, commander ds and sapien 3 IFU and procedural training manual were reviewed. It warns correct sizing of the thv is essential to minimize the risk of paravalvular leak, migration, and/or annular rupture. Additionally, valve regurgitation is a known potential risk. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed without the returned device or procedural imagery. Due to no valve serial number being provided, a DHR review was unable to be performed to determine any manufacturing non-conformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, one (1) patient experienced paravalvular leak. Due to limited information, a definitive root cause was unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this article. The dates of the events are unknown; however, the article was accepted for publication on 28th of november, 2021. Therefore, the 'submission for publication date' was used as the occurrence date. Investigation ongoing. Article reference: useini, dritan et al. ''Long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis.'' Gerontology & geriatric medicine vol. 8 23337214211073246. 19 jan. 2022, doi:10.1177/23337214211073246 . Literature reported event, no indication of device return.

Event description:
As reported by our affiliates in germany, through the review of the medical article: ''long-term follow up after transfemoral transcatheter aortic valve implantation in lower risk patients using the balloon-expandable bioprosthesis: gender-dependent outcomes'', corresponding author dr. Dritan useini from heart center bergmannsheil, multiple events were identified. Data of 103 consecutive patients with symptomatic severe aortic stenosis undergoing tf-tavi using the edwards sapien 3 were analyzed in a single-center study. The following events were identified: one patient had paravalvular leakage >=2 as a procedural complication. No additional information was provided.